Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. The insulin pump received with stuck motor error alarm loop during bolus delivery, the motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. No alarm. The insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a motion sensor test failure from the insulin pump. The customer's blood glucose reading was 349 mg/dl. The customer stated that she ran out of insulin and did not take enough for her breakfast and that is why she is running so high. The pump performed a motion sensor test and an error was found. The customer was unable to perform the displacement test because the pump will not rewind. The customer was advised to return the pump with battery and zero out the basal rates. The customer will be sent a replacement pump.